Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was emitting an intermittant audible tone 8 months post implant. The device status was found to be at mol2 (middle of life 2). The patient reported having physical therpy three weeks prior in which a magnet was placed over the device during the session. The device remains implanted.